Manufacturer narrative:
Other applicable components are: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving gablofen (baclofen), concentration 1000 mcg/ml at dose/frequency of 219.9 mcg/day via intrathecal drug delivery pump for intractable spasticity. The hcp reported that he was preparing the pump for refill and was palpating over the pump reservoir and he felt something hard/metal-like, and linear. The reporter stated that he did some x-ray imaging of the pump and it appeared as though the catheter was maybe laying over the pump reservoir fill port. The reporter believed it was the collet and pin. Images were sent to technical services for review. It was reported that the technical service specialist and fellow co-workers reviewed the images and it appeared as the hcp stated. The reporter stated he was going to contact the surgeon for further direction. The reporter was concerned he may damage/hit the catheter inserting the refill needle into the reservoir fill port. The reporter stated the patient had 5ml drug left in the reservoir. The flow rate at the time of this report was 0.2199 ml/day, giving the patient 18.19 days of drug delivery at that rate. There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the patient's weight at the time of the event was (B)(6) kg. It was reported that the patient¿s medical history included near drowning, seizure disorder, cerebral palsy, neuromuscular scoliosis, vision impairment and cognitive impairment. It was reported that the cause of the catheter collet and pin laying over the pump reservoir fill port was undetermined. It was reported that the patient was referred to the neurosurgeon and that the patient was scheduled for baclofen pump revision on (B)(6) 2017, at which time the neurosurgeon planned to refill the pump. No further complications were reported.

Manufacturer narrative:
Updated to reflect the patient's weight in pounds. Updated to reflect the information received on 2017-oct-09. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-oct-09 from the patient's healthcare provider (hcp). It was reported that, as far as the hcp's notes were concerned, the pump was seated in a sub-fascial pocket. The hcp did not have notes regarding if the pump was anchored to adipose tissue or if a pouch was used to secure the pump. The hcp did confirm that the patient did not have a history of twiddler's syndrome and that the patient was high functioning. No further information was provided.